Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy had not been effective since implant. Patient had pain at the implantable neurostimulator (ins) site since about 1 month ago. Patient went to healthcare provider (hcp) and they turned stim up. Patient had stim turned down to .01v but was still having pain. Patient was going to turn it down to 0. The change in symptom was considered gradual. Patient further reported that the pain at his implant site was getting worse. He turned stim off and for a day or two the pain stopped but it started up again. Patient stated he saw hcp and hcp had decided to remove the ins since it never worked and it was causing pain. Date of explant was not known but could be any day. Patient would receive a call in the afternoon and the surgery would be the next day. Additional information received from hcp reported that the ineffective therapy had not been resolved. It was noted that reprogramming was performed. It was indicated the cause of ineffective therapy was that the patient likely underlying idiopathic neuropathy of s3.

Event description:
Additional information indicated the ineffective therapy and pain at the ins site was not resolved. Patient was still having severe pain in the area. The circumstance that led to the pain at the ins site was unknown. Patient was told to turn off the stimulator. Patient stated when he went to the hcp, he would turn it up or down. It was also reported that patient went to see hcp on (B)(6) 2016 and they had decided to remove the ins from his back because it was not doing any good. The pain was horrible, he had to put up with it "[illegible]". Four days later, patient reported the device never did any good. It did not control the flow of urine. He had been having to cath four times a day. He would be having device removed on (B)(6). On (B)(6) 2016, patient further reported that the device was not doing any good and giving him a lot of pain in his back. It was like it was hidden inside him and when he turned it up real high 1 or 2, it annoyed him. He had turned stim off about a month ago. It was indicated that the device w ould be removed on the day of this call and patient wanted his rep to be there on standby.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the stimulator never helped because they had prostate cancer before and had all of the treatments and the stimulator never helped with the symptoms.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type lead.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the patient reported that they had experienced a loss/change of therapy. The patient stated that the ins helped a little at first with their bladder and ¿work sometimes and not others¿. Then it stopped helping like it should and ¿made no difference to them¿. The patient also reported that they had pain across their back and over/across their kidney. This occurred all the time and they had back surgery. The patient went back to the spine specialist doctor and was told it was not their back but something else that caused the pain. It was further reported that the device gave them problems where they put the ¿wires or tube¿ and had pain on the right side that came across the kidney. The patient thought this caused their back to hurt along the spine and that the pain was coming from the spine to the kidney. The patient requested that he urologist contact the manufacturer¿s representative to come and do the explant operation because they had ¿put it in there¿. It was noted that the device was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.